Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because it was somehow damaged during a device change out. The shock impedance before the change out was 51 ohms and after it was connected to the new ICD, it was >150 ohms. The physician asked for a new lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.